Manufacturer narrative:
Date stent: 06/05/2009. Instrument b: batch # f5uf5w. Evaluation summary: the ec45 device a was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lockout. The returned cartridge reload was tested for functionality by resetting and cartridge reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The ec45 device b was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lockout. The returned cartridge reload was tested for functionality by resetting and cartridge reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The ec45 device c was received for analysis with no visual non-conformances and with a cartridge reolad present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lockout. The returned cartridge reload was tested for functionality by resetting and cartridge reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that a thoracoscopy procedure, the device partially fired, the staples did not close properly on the tissue. This happened three times with three devices. Another device was used to complete the procedure. There was no adverse consequence to the pt.